Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient experienced an infusion set issue where the adhesive tape failed to adhere to the skin at the insertion site during insertion on (B)(6) 2026. No further information available.